Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer was unable to charge the pump with the pump supplies. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.